Manufacturer narrative:
Continued phone number e1: (B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan. In determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture, and silicone migration.

Event description:
Healthcare professional reported right side "rupture" and "peri-prosthetic fluid." The device remains implanted.